Event description:
It was reported to tyco healthcare/kendall that a customer experienced a problem with the x-ray detectable sponges. The customer reports that a patient was diagnosed with acute appenicitis. The gauze/sponge was fraying and falling apart when used during laparoscopic appendectomy. However, the area was irriagated until clear.